Manufacturer narrative:
Additional information : :evaluation summary: post market vigilance (pmv) led an evaluation of seven staplers. The visual inspections of the returned products noted the instruments were received loaded with a 2.5mm single use loading units (sulu). Visual inspections of the sulus noted that all of the staples were partially advanced in the cartridges. The staples were in usable unformed condition. Functionally, the advanced staples in the sulus were reused and reset inside the cartridges. The instruments and sulus were applied to test media with proper staple formations. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were unable to fire when preparing them after opening from package. The account performed full, complete squeezes of the handle. It returned to the open position following the first full squeeze of the handle, but remained in the closed position following the second complete squeeze of the handle. There was no patient involvement.